Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 112 mg/dl. The customer reported the drive support cap is loose. The customer stated that one site of drive support is higher than another. The customer report motor position encoder error alarm. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms or excessive no delivery alarms noted. The insulin pump functioned properly. The motor was tested outside the device and passed. No loose drive support disk noted during our visual inspection. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.